Manufacturer narrative:
Investigation / evaluation. No product or images were provided to assist in the investigation; however, a review of documentation, quality control and instructions for use was conducted. The rpn and lot number of the affected product is unknown. However, based on review of sales data, the affected rpn is likely one of the following: cxi-4.0-35-135-p-ns-0, cxi-4.0-35-90-p-ns-0, cxi-4.0-35-90-p-ns-dav, or cxi-4.0-35-135-p-ns-dav. Design verification testing has been performed to ensure the catheter force at break meets the iso requirement. The process of fusing the catheter shaft has been validated. Per quality control specification, the qc personnel performs a 100% inspection, verifying the proximal fitting is free of damage and that the surface is free of damage, excess bumps, roughness or exposed wires. Instructions for use precautions, ¿the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction.¿ based on the limited information provided, the root cause of this failure mode is unable to be determined with certainty. We will continue to monitor for similar complaints and the appropriate personnel will be notified. Per the quality engineering risk assessment, no further action is required.

Event description:
The procedure was reported to have gone fine; however, during a 3 week x-ray follow up, it was noted that the distal portion of the catheter was still in the popliteal vein. Although, additional information was requested, at the time of this report, no response had been provided.

Manufacturer narrative:
Patient ID requested but not provided. Age requested but not provided. Gender requested but not provided. Weight requested but not provided. Date of event was not provided. Lot # and catalog # requested but not provided. (B)(4). The event is currently under investigation.

Event description:
The procedure was reported to have gone fine. During a 3 week x-ray follow up, it was noted that the distal portion of the catheter was still in the popliteal vein. Additional information has been requested. However, it was not provided at the time of this report.